Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and power supply assembly. It was determined that the cause of the reported issue was due to a capacitor, designator c47 on the therapy pcb assembly, being shorted. This capacitor, designator c47 on the therapy pcb assembly being shorted, caused the land between an inductor, designator l10 and leg 3 of a pcb-mounted jack connector, designator j41 on the power supply assembly to open, and caused no power on ac or dc power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply assembly and the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device didn't work. During device evaluation, physio-control observed that the device could not be powered on with ac or dc power. There was no patient use associated with the reported event.